Event description:
It was reported that the device reached premature battery depletion due to chronic high left ventricular (lv) lead threshold with chronic lv programming. It was also reported that during the procedure to replace the device, the lv lead was incidentally severed while trying to dissect away from a chronic antibiotic pouch. The device was removed and replaced with a new device. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed, and no anomalies were found. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) 2010 (B)(6); 6947 implantable tachy lead 2010 (B)(6). (B)(4).